Event description:
A pt reported experiencing inaccurate erratic results with otp meter. The pt's blood glucose result was 125 mg/dl. Tests were done within 10 minutes with a difference of > 20%, per reported issue notes. Pt did not experience any adverse events. No further info has been reported.